Event description:
It was reported that the patient experienced fluid build-up at the catheter site (distal segment) and a mild headache. It was stated that 20cc of clear fluid was pulled from the affected area. The patient was admitted to the hospital. The entire catheter was replaced and old anchor was left implanted. The patient's status at the time of the event was stated to be alive with no injury. The patient was doing much better at the follow-up appointment on (B)(6) 2015 and the swelling was also stated to be better. It was unknown what oral medication the patient was taking at the time of the event. The pump was used to deliver dilaudid. No further information was available at the time of the report. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).